Event description:
Flex 10 atrial ablation device was being used - burned thru catheter outer covering.

Event description:
Probable root cause determination failure analysis personnel reviewed the incident info and the analysis of the returned device. The analysis showed that the probe burnt through the protective cover. A dielectric failure occurred at the antenna. At this point in time, unable to determine possible cause for dielectric failure. Corrective action no corrective action will be taken at this time. The lot history record was reviewed and there are no non-conforming materal reports associated with this lot number. Guidant cardiac surgery will continue to monitor and trend this failure mode.